Event description:
The customer reported that insulin from the reservoir leaked into the reservoir compartment and she noticed when the reservoir and infusion set was changed. The blood glucose reading was 115mg/dl. Then the customer called back twice and mentioned still having issues with leaking reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.